Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. It was reported that the patient expired 1373 days following a coronary artery stenting procedure. The index procedure identified and treated one 75% stenosed, 3.5x25mm lesion of the mid lad (left anterior descending). Treatment consisted of predilation, placement of a 3.0x32mm express2 bare metal stent, and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on asa and plavix. The patient expired 1373 days following the index procedure. The study site learned of the death through a search of the social security death index. The nursing home where the patient resided at the time of death confirmed the patient's death. Attempts to reach the patient's family were unsuccessful and the patient's family physician had no information as to the cause of the patient's death. The investigator reported that it was "unknown " if the death was related to the study device. No further information is available.